Event description:
A customer reported that a previously frozen sample containing anti-jkb did not react with all jkb positive cells of 0.8% resolve panel a lot vra101 (cell 10 was positive). No death or serious injury was associated with this incident.